Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 05/19/2023 and placed into service on 10/20/2023 with battery pack serial number (B)(6). On 05/01/2024 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until 5/15/24 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED will not power on. Customer stated he tested the AED with a test battery and still received an error code. He then performed a manual self-test, and the AED is okay. The battery pack expires on 31 dec 2028 and the pads expiry date was not reported. They did not report that this event occurred during patient use.